Manufacturer narrative:
On 01/21/1998, company talked to the hospitals biomed. Biomed said the birtcher, 4400 power point, tested out alright and has been back in use. The hospital has had no futher problems when using it. Biomed said as best as they can tell, the 4400 power point did not contribute to the event on 11/03/97.